Manufacturer narrative:
Section d10 references: product ID tm90d0 serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported for the past six months the recharger wouldn¿t connect and then suddenly start flashing red on and off. It was confirmed the recharger battery level was full. The consumer performed a hard reset on the recharger several times and the handset and re charger would connect for a second and then the recharger power button would flash red and a message on the handset showed ¿recharger is inactive. Contact clinician. Service code 1713.¿ the consumer noted it had been ¿like two weeks since they last charged.¿ the consumer tried to connect to the therapy application with the communicator, but the communicator wouldn¿t turn on. They then plugged in the communicator got a solid orange light. It was reviewed the patient needs a physician mode recharge. It was also mentioned to check the dbs therapy app once the communicator was sufficiently charged to see if communication was possible.